Event description:
The user received questionable results for 20 patient samples and discovered reagent on top of the reaction cells due to a clog in the nozzle of the rinse tubing. Of the data provided, the results for eight patient samples were discrepant. Repeat testing was performed on p module analyzer serial number (B)(4), core serial number (B)(4) on (B)(6) 2010. Patient sample 1 initial total protein result was 9.3 g/dl and the repeat result was 7.1 g/dl. Patient sample 2 initial creatinine result was 7.1 mg/dl and the repeat result was 0.7 mg/dl patient sample 3 initial creatinine result was 5.8 mg/dl and the repeat result was 1.1 mg/dl. Patient sample 4 initial total protein result was 6.6 g/dl and the repeat result was 7.7 g/dl. Patient sample 5 initial creatinine result was 1.4 mg/dl and the repeat result was 0.7 mg/dl. Patient sample 6 initial creatinine result was 8.2 mg/dl and the repeat result was 0.7 mg/dl. Patient sample 7 initial total protein result was 6.6 g/dl and the repeat result was 7.7 g/dl. Patient sample 8 initial uric acid result was 1.8 mg/dl and the repeat result was 5.7 g/dl. The initial results were reported outside the laboratory. The user stated he felt the patients were not treated as the corrected results were charted prior to the physicians seeing the original results. The total protein, creatinine and uric acid reagent lot numbers were not provided. The field service representative determined there was a problem with the rinse mechanism operation. He observed the rinse nozzle tubing was occluded and replaced sections of the tubing. He removed, cleaned and reinstalled the waste valves and then replaced the waste valves as they were worn. He completed mechanism checks and to verify the analyzer operation, he performed quality control and precision testing with results within acceptable range.